Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with all the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Stryker did observe the customer using 3rd party defibrillation electrodes and that the electrode packaging was opened and pre-attached to the defibrillation electrode cable. Stryker advised the customer to not pre-open the packaging of the defibrillation electrodes. The cause of the reported issue could not be determined.

Event description:
Customer contacted stryker to report that their device was unable to read an ECG signal through the paddles lead. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however there was no adverse patient outcome. The patient was being monitored only during the event.

Manufacturer narrative:
Stryker determined that the likely cause of the reported issue was due to the packaging of the defibrillation electrodes being prematurely opened.

Event description:
The customer contacted stryker to report that their device was unable to read an ECG signal through the the paddles lead. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however there was no adverse patient outcome. The patient was being monitored only during the event.